Event description:
It was reported that low sensing was observed. Slight increase in threshold was noted. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.